Event description:
Livanova deutschland received a report that the controller knob of an electronic venous occluder (evo), that adjusts the opening degree, was stuck. The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the evo. The incident occurred in (B)(6), japan. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of technical service activity, the most likely root cause has been assigned to dust/dirt and /or dried fluid residues accumulated over time due to improper cleaning of the device, that prevented the knob to turn freely.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, the knob part was cleaned and retightened. No part was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.